Event description:
Used bd vacutainer eclipse blood collection needle for lab draw on patient, went to engage safety over needle and safety popped off and onto floor lot 1144772. Actual product not kept as it was an unsecured used sharp. FDA safety report ID # (B)(4).